Event description:
Reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, it was reported by the patient that he receive an alarm. In troubleshooting blockage was found at the site. No further information was available.